Event description:
Case description: this serious spontaneous case from the united states was reported by a consumer as "high blood sugar due to novopen echo not delivering properly" with an unspecified onset date and "novopen echo not delivering properly" with an unspecified onset date, and concerned a female child patient who was treated with novopen echo (insulin delivery device) from unknown start date due to "device therapy" and novolog penfill (insulin aspart) dose unknown, from unknown start date due to "unknown indication". The patient receiving therapy with novolog cartridge had 1 cartridge that was cracked. The patient stated that the novopen echo was not cracked but was not delivering properly. Action taken to novopen echo was not reported. Action taken to novolog penfill was not reported. The outcome for the event "high blood sugar due to novopen echo not delivering properly" was not reported. The outcome for the event "novopen echo not delivering properly" was not reported. Investigation results: name: novopen echo, batch number: fvg7458-3. The product was not returned for examination. Investigation results: name: novolog® penfill® 3 ml cartridges 100 units/ml. No investigation was possible, because neither sample nor batch number was available. Since last submission, the following was updated: suspect device expiration date added. Novolog penfill (insulin aspart) solution for injection, 100u/ml changed from concomitant medication to suspected product. Investigation results added for novopen echo and novolog® penfill®. Company comment: manufacturer comment: 23-aug-2017: novopen echo batch fvg7458-3 is included in actual recall (novo nordisk internal reference number 20170609 - cartridge holder issue.). However, as the device novopen echo has not been returned to novo nordisk a/s for investigation, as it was reported that the novopen echo was not cracked and as limited information is provided regarding the handling of the suspected device novopen echo, it is not possible to identify a clear root-cause of the experienced adverse events. In addition it was reported that the novolog cartridge was cracked, which is considered a confounding factor that could be the cause of the reported event. Continued: evaluation summary: name: novopen® echo®, batch number: fvg7458-3 (B)(4): the product was not returned for examination. The complaint has been registered in the novo nordisk complaint handling system.

Event description:
High blood sugar due to novopen echo not delivering properly [blood glucose increased]; novopen echo not delivering properly [device malfunction]. Case description: this serious spontaneous case from the united states was reported by a consumer as "high blood sugar due to novopen echo not delivering properly" with an unspecified onset date, "novopen echo not delivering properly" with an unspecified onset date, and concerned a (B)(6) years old female patient who was treated with novopen echo (insulin delivery device) from unknown start date due to "device therapy". Patient's height, weight and body mass index (bmi) were not reported. Medical history was not provided. Concomitant products included - novolog penfill (insulin aspart) solution for injection 100 u/ml. The patient receiving therapy with novolog cartridge had 1 cartridge that was cracked. The patient stated that the novopen echo was not cracked but was not delivering properly. On an unknown date, the patient experienced high blood sugar due to novopen echo not delivering properly. The patient was hospitalized on an unknown date. Action taken to novopen echo was not reported. The outcome for the event "high blood sugar due to novopen echo not delivering properly" was not reported. The outcome for the event "novopen echo not delivering properly" was not reported. Company comment: batch fvg7458-3 is included in recall (novo nordisk internal reference # (B)(4)) - cartridge holder issue.